Event description:
The customer states that the provue gel camera misread a 1+ reaction as negative in the antibody screen test. No incorrect or erroneous results were reported as a result of this incident. There was no harm to any patient.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and replaced the probe and wash station. The fe also performed all probe adjustments and ran diagnostics to verify analyzer operation. The customer ran and passed qc. Repairs have returned the instrument to expected operation. (B)(4)